Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing which resulted in an inappropriate shock. Vector review showed noise in secondary and alternate and no noise was noted in primary vector. Technical services (ts) reviewed the data and recommended reprogramming the vector to primary. The consultant stated the last download was received three weeks ago and the patient should reconnect to their monitor and perform a patient initiated interrogation (pii). The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Device technical analysis: this product was not returned for evaluation. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Inappropriate shocks are a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned, we have determined that inappropriate shocks are a known inherent risk with use of this product. Device history review: the manufacturing process for this subcutaneous electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing which resulted in an inappropriate shock. Vector review showed noise in secondary and alternate and no noise was noted in primary vector. Technical services (ts) reviewed the data and recommended reprogramming the vector to primary. The consultant stated the last download was received three weeks ago and the patient should reconnect to their monitor and perform a patient initiated interrogation (pii). The system remains in service and no adverse patient effects were reported. It was reported that the patient developed a need for bradycardia support and this sicd was nearing end of life (eol). Therefore, a revision procedure was performed and a transvenous system was implanted. The sicd was successfully explanted and this electrode was partially explanted. The electrode was cut at xyphoid process due to tissue buildup along coil making extraction difficult without an extraction catheter. Future revision of the abandoned segment will be performed by a device extraction physician. The device and explanted electrode segment are expected to be returned for evaluation. The patient is expected to fully recover and no adverse patient effects were reported.